Event description:
During replacement of the device due to normal battery depletion, it was reported that the right ventricular (rv) lead was not adequately inserted into the header of the device. The rv lead was capped and replaced to resolve the event.